Event description:
Procedure type: hysterectomy. According to the reporter: the trocar side port broke off while in use. No pieces fell into the patient's cavity. The broken part was retrieved and saved with the trocar. The staff was able to close the valve to the "off" position and proceed with the procedure.

Manufacturer narrative:
(B)(4).